Manufacturer narrative:
(B)(4). One expedium quick-connect si polyaxial screwdriver was received by the customer quality unit for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the screwdriver¿s distal tip. The second half of the broken tip was embedded in the hexlobe feature of the polyaxial screw. A fracture analysis was conducted on the returned device. It was noted in the fracture analysis report plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the screwdriver¿s distal tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. A device history record review did not identify any issues that may have caused or contributed to the reported failure. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the screwdriver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the screwdriver¿s distal tip underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending to the center of the shaft, the potential fracture termination site. As no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was advancing screw when driver made popping sound and the tip broke off screwdriver shaft (B)(4) and screw head recess was stripped (B)(4). Po# (B)(4) and loaner cr# (B)(4). This was a loaner kit brought in specifically for case. (B)(6) was the sales associate present for case. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.